Manufacturer narrative:
The following fields have been updated with corrected/additional information: a1,b5,d4,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jun-2021 to 16-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the back panel door had failed. A field service engineer found that the malfunction was due to melted solenoid. Replaced solenoid, plunger, drawer printed circuit board assembly card and rear drawer pyxibus controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer reported that a pyxis medstation es system produced a burning smell. The customer stated that the source of the smell appears to be the device's back panel door. The customer turned off the device to prevent unit damage. There was no patient involvement reported. No patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system produced a burning smell. Customer stated that the source of the smell appears to be the device's back panel door. Customer turned off the device to prevent unit damage. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced a burning smell. Customer stated that the source of the smell appears to be the device's back panel door. Customer turned off the device to prevent unit damage. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and determined that the burning smell was produced by the 4.1 drawer's solenoid and found the solenoid's plunger stuck in place caused by melting. The field service engineer replaced the solenoid, plunger, drawer pcba card and rear drawer pyxibus controller to resolve. The field service engineer inspected the device's drawers and confirmed the device is operational. Customer confirmed device is operational.